Event description:
The customer reported that the c9961a, sterling gator shaver blade, 2.9 mm was being used on (B)(6) 2024 and ¿the head of shaver blade broke during operation.¿. Per further assessment it was found that the "device fragment and component fall into the surgical site. The device did retrieved and the operation delayed for 10-15mins but no patient injury". This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device has not been returned to date and no photographic evidence was provided. Therefore, the reported event cannot be verified. If the device is returned, at a later date, the investigation may be updated and reanalyzed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 10 reports, regarding 13 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices. If contact does occur, shaver blades can break, seize, or shed metal particles. Shaver blade or bur should be examined for damage and replaced if necessary. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.

Event description:
The customer reported that the c9961a, sterling gator shaver blade, 2.9 mm was being used on (B)(6) 2024 and ¿the head of shaver blade broke during operation.¿. Per further assessment it was found that the "device fragment and component fall into the surgical site. The device did retrieved and the operation delayed for 10-15mins but no patient injury". This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.